Manufacturer narrative:
(B)(4). Product is available for analysis but has not be returned. Additional information will be submitted within 30 days upon receipt.

Event description:
It was reported that a 6/7f mynxgrip vascular closure device (vcd) was used for an atherectomy in the superficial femoral artery and the patient developed a retroperitoneal bleed post operation. The product is being returned for analysis. The patient did require hospitalization.

Manufacturer narrative:
Complaint conclusion: it was reported that a 6/7f mynxgrip vascular closure device (vcd) was used for an artherectomy in the superficial femoral artery and the patient developed a retroperitoneal bleed post operation. The patient did require hospitalization. The device was not returned for evaluation. A review of the manufacturing documentation associated with lot f1703304 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event could not be confirmed.  Given the limited information available for review, a relation between the device and the event could not be determined. Per the instructions for use ¿retroperitoneal bleeding¿ is a potential adverse event which may be related to the endovascular procedure or the endovascular closure device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.